Event description:
A pt underwent placement of a 26mm x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft in 2000 for the endovascular treatment of an abdominal aortic aneurysm. The pt's proximal non-aneurysmal aortic neck diameter measured 22mm; the distal diameter of the non-aneurysmal neck of the left iliac measured 13mm and the right measured 12mm. It was reported that the aneurysm was repaired successfully and without difficulty. The completion studies showed no endoleak. It was reported that the pt transferred to a new physician due to insurance issues. In 2001, the pt was informed by their new physician that pt had a type iii endoleak. It is reported that the physician was not trained and was not familiar with the endograft. The implanting physician reports that he does not believe this is a type I or type iii endoleak.